Event description:
Info received indicates the stretcher brake will not hold. The caster wheels continue to roll and swivel.

Manufacturer narrative:
The technician found the caster swivel locks were worn down. He replaced the casters to repair the stretcher.